Manufacturer narrative:
Date rec'd by MFR: 01aug2019. Additional information was received that the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm. The patient's information could not be disclosed. The fse confirmed that the reported problem occurred due to an operational error. No fault was found against the ventilator so no service was rendered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's tidal volume was low. There was no patient or user involvement. Additional information was received that the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jul19. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's tidal volume was low. There was no patient or user involvement.